Event description:
A cook inc legal representative contacted the patient via phone. The conversation was brief, and no additional information was received. As of the report submitted 09feb2024, cook inc has not received any additional information regarding this event. Therefore, cook inc is considering the case closed at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown embolization coil migrated. After implantation of the embolization coil(s), the patient reported that he experienced "serious infections" that required surgery, "blood clotting disease", "necrosis everywhere", "hemorrhaging", "ischemia", and "amputation of limbs". The patient also reported "perforation and scarring of organs" related to coil migration. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided in a medwatch report with reference number mw5149788. The patient was involved in car accident that required him to have surgical procedures related to sustained injuries including a "collapsed lung", multiple left-sided rib fractures, and a ruptured spleen. During one of the surgeries on (B)(6) 2016, unknown cook embolization coils were employed for unspecified treatment. It is alleged that the one of the coils was unintentionally deployed ("dropped") in the patient's abdomen and was unable to be retrieved due concern for additional trauma. The coil was then "pushed" "into the hepatic artery wall where it is currently embedded and blocking the blood flow" to the liver. The patient stated he was unaware the coil was retained in this location until years later when he had an x-ray and was informed by imaging personnel. The patient reported he had "serious unexplainable medical issues" in the years prior to the x-ray. The x-ray prompted him to look-up information about the cook coil. The patient stated his "medical issues" include amputations (noting a right finger), necrosis, aneurysms, blood clotting disorder, and "serious infections" (mrsa) that required surgery. He stated that his "blood does not get filtered through his liver any longer" due to the blockage. Cook is attempting to get information about the device identity, health care facility, and patient information to aid in the investigation however this information is not available to cook at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a additional information: b3, b5, e4, g2 investigation ¿ evaluation a patient reported multiple adverse events related to an embolization coil. During a surgery on (B)(6) 2016, unknown cook embolization coils were employed for unspecified treatment. It is alleged that the one of the coils was unintentionally deployed ("dropped") in the patient's abdomen and was unable to be retrieved due concern for additional trauma. The coil was then "pushed" "into the hepatic artery wall where it is currently embedded and blocking the blood flow" to the liver. The patient stated he was unaware the coil was retained in this location until years later when he had an x-ray and was informed by imaging personnel. The patient reported he had "serious unexplainable medical issues" in the years prior to the x-ray. The x-ray prompted him to look-up information about the cook coil. The patient stated his "medical issues" include amputations (noting a right finger), necrosis, aneurysms, "hemorrhaging", "ischemia" blood clotting disorder, and "serious infections" (mrsa) that required surgery. He stated that his "blood does not get filtered through his liver any longer" due to the blockage. Reviews of quality control and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify any potential non-conformances prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_tem2_rev0] supplied with the device states the following in consideration of the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. A patient reported multiple adverse events related to a tornado platinum embolization coil. During a surgery on (B)(6) 2016, unknown cook embolization coils were employed for unspecified treatment. It is alleged that the one of the coils was unintentionally deployed ("dropped") in the patient's abdomen and was unable to be retrieved due concern for additional trauma. The coil was then "pushed" "into the hepatic artery wall where it is currently embedded and blocking the blood flow" to the liver. The patient stated he was unaware the coil was retained in this location until years later when he had an x-ray and was informed by imaging personnel. The patient reported he had "serious unexplainable medical issues" in the years prior to the x-ray. The x-ray prompted him to look-up information about the cook coil. The patient stated his "medical issues" include amputations (noting a right finger), necrosis, aneurysms, "hemorrhaging", "ischemia" blood clotting disorder, and "serious infections" (mrsa) that required surgery. He stated that his "blood does not get filtered through his liver any longer" due to the blockage. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify any potential non-conformances prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. There were no corrective and preventative actions (CAPA's), nonconformance investigations (nci's), or field action requests (far's) related to this complaint device. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, it was concluded that the cause of the event could not be identified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: a2, d4 (model #, lot#, catalog#, expiration date), h4. A2 - patient age: on (B)(6) 2025, the patient stated he is 40-years-old. E4: customer's medwatch reference numbers: mw5149788, mw5153485 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.